Manufacturer narrative:
Continuation of d10: product ID: 977a260, (unknown serial/lot); product type: 0200-lead; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was "implanted" with an implantable neurostimulator (ins). Upon connecting leads to ipg, lead connections were tested and all green before screwing down. Upon screwing leads down, the 8-15 lead had one electrode showing out, electrode 15, showed 40000, and would not clear up. Tried backing out, wiping down, re-inserting and did not resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that the issue is not resolved as the electrode was still showing out at pt¿s post op. Pt was programmed around the problem electrode. Pt is receiving effective therapy.